Manufacturer narrative:
There was no sample provided for investigation. A photo was provided by customer and was reviewed by the supplier; the photo only showed the pouch printing with a lot number for tracking; therefore the supplier still cannot identify the problem. The supplier checked the toxicity of the complained products, the complained sku1806 is gauze product and sterile by eo, they had finished biocompatibility/ toxicity evaluation/testing for finished eo sterilized gauze products according to standard iso 10993-1. The results show no potential toxicity. They checked the toxicity of the complained product's package, the complained sku1806 is packed in paper-paper pouch and sterile by eo, they have cytotoxicity evaluation/testing for eo sterile paper-paper pouch according to standard iso 10993-5, the results show no potential toxicity. Furthermore, the function of the gauze product is to absorb the bloods / exudates and has no function to stop bleeding. Based on the investigation, both the eo sterile gauze products and primary sterile package (paper pouch) shows no potential toxicity, and the function of the gauze product is to absorb the bloods / exudates, has no function to stop bleeding, therefor a root cause cannot be identified as the product is functioning as it is intended for use. The complaint information was informed to the relevant sectors for their awareness and will continue to monitor the trend of this type of incident.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer stated that it looks as if the gauze pad is burnt causing him to have a reaction. The customer further stated that he went to the ER for a tooth extraction. The doctor gave him a gauze pad to help stop the bleeding and he put the gauze pad in his mouth for two hours and noticed a strange taste. The customer further stated that the area where the gauze was placed has turned black, he experienced swelling, and lost 30 lbs. Antibiotics were prescribed.